Event description:
The facility reported an incidental death of unknown cause that occurred eight months after an embolization procedure. In 2005, the pt underwent a bsc stent assisted, non-bsc hydrocoils embolization of a right vertebral aneurysm. The embolization procedure was uneventful except for the placement of a ventriculoperitoneal shunt due to hydrocephalus. The pt was discharged stable. Follow-up revealed that four months post procedure, the pt was hospitalized for what was believed to be a stroke, which is verified by imaging and stated in the neurologist's progress notes as likely caused by embolism from thrombus formed within the previously coiled aneurysm. No endovascular procedures or intervention other than imaging were performed during this hospitalization. Imaging revealed that the aneurysm had enlarged and redemonstrated and that the stent remained placed across the aneurysm neck and was patent. The pt was discharged home with improved strength and continued with neurological deficit and was to follow a rehab routine. The pt's death was discovered through an internal medical information system. The facility ordered the death report, which remains pending to the facility.

Manufacturer narrative:
Device manufacturer date: the batch number was not given, therefore, the date the device was manufactured is unknown. The device in question will not be returned to boston scientific for technical analysis as it is implanted into the pt and the pt expired. No malfunction on the part of the device was reported.